Event description:
Event description guidant received information that the patient with this pacemaker experienced syncopal episodes. The cause of the syncope was unknown, however the physician questioned whether the device was involved in an advisory.